Event description:
An ophthalmic technician reported a patient experienced an unexpected post operative refraction following intraocular lens (iol) implant surgery. Trace edema was noted at the incision site following surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 06/18/2008, 06/23/2008, 06/25/2008, 07/03/2008 and 07/07/2008 by phone and on 06/24/2008 by fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/18/2008.